Event description:
Boston scientific received information that this patient experienced a syncopal episode as a result of ineffective stimulation due to device programming. As a result, the output was reprogrammed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.